Manufacturer narrative:
The risk of the patient being under general anesthesia without full therapeutic effect is the adverse event being reported. The decision to abort the procedure without use of alternate therapy was based upon the medical judgment of the physician. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a cryoablation procedure, the patient began to cough spontaneously due to a reduced general anesthesia level, shortly thereafter; hemoptysis was observed in the endotracheal tube. The cause of the hemoptysis is unknown. It was noted that the patient¿s act (activated clotting time) reading was ¿out of range¿. The patient¿s airway was stabilized by anesthesia, the procedure aborted, and anticoagulation was reversed. The patient remained intubated and a bronchoscopy was performed. The initial bronchoscopy showed a small amount of blood in the right lower lobe of the lung. A repeat bronchoscopy the next morning was clear. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.